Manufacturer narrative:
The suspect device was returned for evaluation. Physical and visual evaluation were conducted and acceptable external material melt flow was observed, indicating sound tip to shaft joints were achieved during manufacturing. Per the IFU review, the catheter indication for use states the catheter is designed to be used intravascularly. Since this case involves insertion into the biliary system, only potential contributing factor is user error. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Account reported during a biliary drain placement for biliary obstruction due to post hepaticojejunostomy stenosis, an attempt was made to advance a catheter over the wire into the small bowel in order to perform a wire exchange. There was resistance at the site of obstruction and it was noted that the tip of the catheter was broken and upon removing the catheter from the patient, the tip of the catheter remained in the patient. No snares were available, therefore the catheter fragment was left in the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. A photo of catheter tip within the anatomy without the catheter shaft was provided. However, the root cause of the occurrence is inconclusive. The IFU review the catheter indication for use states the catheter is designed to be used intravascularly; however, in this case they inserted the catheter into the biliary system. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.